Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva ser plastipak 5ml ll 40x8 al contained foreign matter. It was reported that during use on the production line, the item in question (batch number to be confirmed) has white plastic burrs on the needle. It appears to be a spill of the glue/polymer that attaches the metal cannula to its base. This defect is random and is not found in all units. Product: 990408 ser plastipak 5ml ll 40x8 al. Defect: white plastic burrs on the needle. Additional information received on 19-feb-2026. To the complaint in progress I would like to add the following observation: during the conditioning of the batch of dacam 44259 was detected difference in shades of green color in the needles of the input.

Manufacturer narrative:
It was not possible to verify the batch history because the batch number was not provided. The absence of this information prevents full traceability of the deviation and a detailed analysis of the lot involved. Based on the evaluation of the photograph sent by the customer, it was possible to observe an excess of epoxy resin in the cannula region. After dripping, part of this resin detached, characterizing the reported foreign matter. According to the process fmea, the most likely cause of the incident is a localized variation in the resin application process, resulting in the deposition of a quantity higher than specified. The discoloration observed is likely related to a longer exposure time in the oven, which can cause yellowing of the resin. Both phenomena are considered isolated events, which may have allowed the conditions observed to go unnoticed by the operator if they occurred outside the scheduled process inspection times. However, without the lot number, it is not possible to confirm whether this is indeed the root cause. The production processes involved are validated and strictly follow the established acceptance criteria. No evidence has been found indicating any systematic or recurring process failure. So far, this is the first complaint associated with the reported lot, and it remains within the acceptable quality notification limit (nqa). The incident will continue to be monitored to identify potential trends that may indicate the need for additional actions.

Event description:
No additional informaiton provided.